Event description:
The information is from an academic conference. The information obtained indicated that an unknown cypher stent was noted to have fractured after implantation. No additional information is available at this time.

Manufacturer narrative:
Please note that device is distributed outside, however, it is similar to the product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.